Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va090aq, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 05-mar-2016, UDI#: (B)(4). Refer to manufacturer report #3004209178-2018-23339 for details pertaining to the related reportable event 3004209178-2018-23339. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a return of symptoms. High impedances were noted shortly after battery replacement on contacts 1-3. None known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting involved reprogramming which was ineffective. Interventions/actions included exploratory surgery to determine root cause. The ins and extension proved no problem. Checked the lead and all contacts high (>16,000). Decoded to replace the lead and all impedances within normal limits. The issue is reported to be resolved at the time of this report. No further complications were reported or anticipated with this event.